Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative reported that the viewing station of the imaging system had a power board failure when investigating the log files. The representative then reseated all connections on the power board to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site radiologic technologist (rt) reported that, while in a spinal fusion, the imaging system entered standalone mode and would not progress. Restarting the imaging system restored functionality. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. The reported issue occurred while opening the patient. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.